Manufacturer narrative:
The field service engineer (fse) ran a performance and precision check that were acceptable. The fse replaced and adjusted the sipper probes. The investigation determined that the calibration and qc were acceptable. The investigation found abnormal sipper movement in the alarm trace. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable results for 1 patient tested for elecsys troponin t stat assay on a cobas 6000 e 601 module. The initial troponin t stat result from the primary tube was < 6 ng/l with a data flag and was reported outside of the laboratory. The repeat troponin t stat result from an aliquot was 10.66 ng/l and was deemed to be correct. There was no adverse event. The troponin t stat reagent lot numbers were 34588601 with an expiration date of 31-dec-2019 and 34089001 with an expiration date of 31-oct-2019.